Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height cubie drawers 7.1 and 7.2 on the auxiliary cabinet had all cubie pockets failed and not detected on the bus. A field service engineer found no lights on the module controller and replaced it. Drawer and cubie pockets recovered successfully. Functionality was confirmed after recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and not detected on the bus. The customer stated that the malfunction caused a delay in dispensing the medications to the patient, since user managed to retrieve the medication from another device. However, there were no adverse events or injuries reported due to this event.